Event description:
It was reported that after powering the ilet pump off due to running out of insulin and later turning it back on, the user¿s dexcom g7 initially failed to pair despite a correct pairing code, after which glucose readings appeared on the pump as high while the user was asymptomatic and without fingerstick access; the user later reported attending a party and eating while trending down, and the event is categorized as hyperglycemia with cause unclear. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with the device problem and component undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.